Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk surgery was attempted to be implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was having ectopy and the doctor decided to remove impella since he could not get optimal position for resolution. The doctor tired several times with echo guidance and ended up pulling back in the end.